Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: review of the black box and pump history revealed records from the date of the complaint had been overwritten due to continued patient use. On investigation, rewind, load and prime sequence was performed successfully. The pump was exercised for 24 hours without loss of prime. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.